Event description:
When did it occur? During use. Needle injury: no. Other treatment: no. Were the returned items used?: yes. If used, was anything adhered to it? Unknown. Returned quantity: 3. Details of the event (timeline, history, etc.): the rear needle was broken. Batch # unknown.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.